Manufacturer narrative:
(B)(4). Baxter evaluated the device and found all six motor mount screws to be severed, a part which has a causal relationship to "system error 105." The failed motor assembly and screws were replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.